Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the detector interface was replaced but the issue was still present. The dx detector was then replaced and the docking offsets were adjusted due to the collison zone warning that occurred while the system was docked. The imaging system then passed the system checkout and was found to be fully functional. Codes b01, c07, d02 are applicable and previously reported. Additional info: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:bi71000172, product ID: bi71000905, product ID: bi71000906 , UDI#:- (B)(4). That was previously reported is no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product lot numbers updated in d10. Continuation of d10: product ID: bi71000906, lot number: 434751 rev. 1; product ID: bi71000171, lot number: 101787348 rev. 3 h3, h6: product bi71000906 was received by the manufacturer for analysis. Visual inspection passed, there was no damage to frame mount and threads had no issue. B01, c19, and d14 are applicable. H3, h6: product bi71000171 was received by the manufacturer for analysis. Installed enclosure detector interface in a test imaging s ystem. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. B01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the detector panel, lot number: 438s130402 rev. Ad, was returned to the manufacturer for analysis. Installed detector panel in o-arm system c1416. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. Another detector panel, lot number: 425s071502 rev. Ad, was returned to the manufacturer for analysis. Installed detector panel in o-arm system c1416. The system did not initialized. Motion, communication and charging readied. Generator did not ready. Codes b01, c02 and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000171, product ID: bi71000167 , product ID: bi71000424. A medtronic representative went to the site to test the equipment. Testing revealed that upon inspection and 1st boot, the sy stem booted normally for the 1st 5 minutes and then went into stand-alone mode. The pendant had generator with a red 'x' and stated 'standalone mode'. The remote desktop showed that both the generator and detector were 'ready'. The remote desktop had the x-ray detector section had fast scrolling error / ready and message stating 'calibration failure with x-ray detector hardware. Closing and opening connection'. The system error logs showed numerous detector interface and buss errors. A successful connection to viva was opened and verified m0-m6. The following parts were quoted for the site, umbilical, rearcab breakout panel and detector interface.. The imaging system then passed the system checkout and was found to be fully functional.  Codes b01,c07 ,d02 are applicable.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck in stand-alone mode. The umbilical cord was detached while the system was on and off. The site tried rebooting a couple of times, turned the key, and ensured that the e-stop button was not enabled. The system still booted to be stuck in stand-alone mode. It was noted that rad showed disabled on the pendant. There was no patient involvement.